Manufacturer narrative:
(B)(4). The syringe set has been rec'd but it has not been evaluated yet. A f/u report will be submitted with failure investigation results once it hs been completed.

Event description:
Customer reported the syringe pump set tubing was found to have a crack at the female end. Some leaking occurred causing the pt to miss some of their medication dose. There was no pt harm. No other details of the event or pt are available.